Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: the synframe connecting rod (p/n: 387.345, lot #: l30023) was returned and received at us cq. Upon visual inspection, it was observed that the screw of the device was missing. There were scratches and nicks on the device but has no impact on the functionality of the device. No other issues were observed with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to missing component. Complaint confirmed? Yes, the device received was functionally broken due to missing a component. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the synframe connecting rod (p/n: 387.345, lot #: l30023). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 387.345, lot: 1l30023, manufacturing site: hägendorf, release to warehouse date: jan. 17, 2019. Device history review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inservice of the device on (B)(6) 2020, the screw of the synframe connecting rod was noticed to be broken, rendering it useless. There was no patient and surgical involvement. This report is for a synframe connecting rod. This is report 1 of 1 for (B)(4).